Event description:
It was reported that the boot in the accessory kit was discolored. Another boot was used and the patient was successfully implanted. The discolored boot will be returned to the manufacturer.

Manufacturer narrative:
Analysis of the internal neurostimulator plug, lot# n184505, reported that no anomaly was found. It was noted that the plug had a "slightly yellow tint" but the "slight yellowish tint was allowed." Analysis of the neurostimulator boot reported that no anomaly was found.

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
Product ID: 3550-29, lot# n184505, product type: accessory. (B)(4).